Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified the nail is still connected to the targeting jig. The insertion jig bolt is not visible in the provided pictures. Part and lot information cannot be confirmed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for part 211201202. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# 211201202; lot# unk, item# 211201200; lot# unk. Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that surgeon completed a hip fracture nailing operation using the affixus hfn. At the end of the procedure, the jig connecting bolt was unable to be removed from the nail. They ended up using two trays and the handle of insertion jig instrument broke. In the end they had to remove the whole prosthesis and open a third set and new nail to complete the surgery. There was a delay in the procedure of an unknown time. Attempts have been made and no further information has been provided.